Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The customer reported condition could not be confirmed during visual inspection. Pressure testing and functional testing found that the pump had performed as designed; therefore the root cause could not be identified.

Event description:
It was reported that an anti-siphon patient controlled analgesia extension set leaked. The process step that this malfunction was identified is unknown. It is unknown if there was patient involvement; there has been no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.